Event description:
The customer tested his blood glucose using his contour link meter and received a reading of 254mg/dl. He retested using another meter and received a reading of 78mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer has no strips left so there is no product to return. Control solution was sent for further troubleshooting.